Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the device deficiency anomaly due to the buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia of value 48 mg/dl and 50mg/dl. Customers other blood glucose values were 60 mg/dl, 89mg/dl,150mg/dl and 300 mg/dl. Customer also stated that they experienced hyperglycemia and treated with insulin pump and injection. Customer alleging possible pump under delivery because customer dealing with treatments was not responding. The insulin pump will be returned for analysis.